Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis and was part of the system revision. Reportedly, the patient had bacteremia. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.